Manufacturer narrative:
It was reported that the post-operative x-ray revealed that the #11 blade (from the custom orthopedic tray) was retained in patient's left shoulder. Per report, on (B)(6) 2019, patient underwent left shoulder arthroscopy, labral repair with capsulorrphaphy, and cyst decompression. It is unknown if any issue was noted with the surgical blade during inspection prior to use and whether any excessive force was applied to or against the blade during use. Reportedly, the patient was discharged to home the same day. On (B)(6) 2019, the patient presented to the emergency department for a syncopal episode. The patient was also reportedly having post-operative shoulder pain at that time. The patient was discharged to home and was told to follow-up with his primary care physician in two days. Per report, the patient went to see his surgeon for follow-up and surgeon ordered the left shoulder x-ray, which showed the retained blade. It was reported that the patient was taken to another facility for the retained blade to be retrieved. The patient reportedly recovered from the retrieval operation with no further adverse effects. Due to the reported event and required medical intervention to retrieve the retained device, this medwatch is being filed. The sample has been discarded and is not available to be returned for evaluation. A definitive root cause could not be determined at this time. The manufacturer of the surgical blade has been notified. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the post-operative x-ray revealed that the #11 blade (from the custom surgical tray) was retained in patient's left shoulder.